Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, causing fluid to leak for this tear. It could not be determined when or how this damage occurred. It could not be conclusively determined if this damage contributed to the reported event. No other damages or deficiencies were observed that would prevent the flow of insulin. The download data shows no evidence of any timeouts, drive stalls, or hazard alarms that would stop the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod between 36 and 48 hours on the back. A new pod was applied as treatment.